Manufacturer narrative:
D14- intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the evaluation. The customer reported issue was not replicated nor confirmed. The monitor had no issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi has received the hrsv involved with this complaint but the failure analysis has not been completed. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this event. No image or video was available for review by isi. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed repeated error 119 pointing to the hrsv. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a convert or abort. Although isi has attempted to obtain additional information related to the event, at this time, it is unknown whether the procedure was completed robotically or if the procedure was converted. While there was no harm or injury to the patient reported, this failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon side console (ssc) had a blank right eye. The customer had power cycled the system, but the issue continued. The system logs confirmed a low current error 119 at the high resolution stereo viewer (hrsv). As of the end of the call with technical support, the procedure was continuing as planned and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information related to the event. However, no further details have been received as of the date of this report.